Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076-45 implantable pacing lead, (B)(6) 2007. A 419478 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was feeling skipped beats. The device remains in use. No patient complications have been reported as a result of this event.